Manufacturer narrative:
(B)(4).

Event description:
It was reported a patient was hospitalized for 3 days for peritonitis manifested by low blood pressure and fall coincident with automated peritoneal dialysis (apd) therapy using baxter disposable products. The cause of the peritonitis was unknown. The patient was treated with vancomycin, intraperitoneally (ip), for the peritonitis event (dosage and frequency were unknown). Apd therapy was ongoing during the hospitalization and peritonitis event. At the time of this report, the patient was feeling better and recovering from this event of peritonitis. Additional information was requested, but was not available at this time. This is report 3 of 3 for this peritonitis event.

Manufacturer narrative:
(B)(4). A sample was not available for further analysis. A review of manufacturing records for potentially associated lots h12j15038 and h12h31095 revealed no issues or deviations from standard procedure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be submitted if additional information becomes available.